Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 993.6 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that the patient had a pump and was not caring for himself well which led to development of a ulcer/wound over the pump. The pump was explanted on 2019-sep-21 and the wound had now healed. There were plans to re-implant the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the pump and catheter were both removed. No further complications have been reported.